Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced discomfort at the implantable neurostimulator (ins) site and wanted it to be relocated from her right to left side. Surgical intervention was undertaken on (B)(6) 2017 and the ins was relocated which reportedly resolved the issue.